Manufacturer narrative:
Concomitant medical products: dtbb1d1 ICD, implanted (B)(6) 2014; 419488 lead, implanted (B)(6) 2006; 694765 lead, implanted (B)(6) 2006. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds that eventually failed to capture. It was also noted that the right atrial (ra) lead exhibited high thresholds. The rv and ra leads were capped and replaced. No patient complications have been reported as a result of this event.